Event description:
A right heart catheterization was performed to confirm the validity of the pressure sensor readings. The cm pulmonary artery measurements matched the rhc pulmonary artery measurements and no recalibration was needed. Valid hes readings were taken.